Manufacturer narrative:
Correction: h6 - patient code (B)(4). Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-09408. It was reported that the patient experienced an infection. The incisional scar was red and warm to the touch. Additionally, drainage, pocket erosion, and right ventricular lead erosion were noted. The system was removed. The patient was in stable condition.